Event description:
A hospital in (B)(6) reported that they found leakage around the water feedset tube, just below the spike adaptor of two mr290 autofeed humidification chambers. This was found prior to patient use.

Manufacturer narrative:
Method: the two returned complaint devices were visually inspected and connected to a water bag to check for leaks. Results: the visual inspection found that insufficient glue had been applied between the connection of the feedset spike and tube of both devices. The water bag test revealed water leakage at the joint of the water bag spike and feedset tube, confirming the reported faults. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).